Event description:
It was reported that the patient's relative called to inquire if the implantable cardioverter defibrillator (ICD) would have kept her husband alive. The relative also was wondering why the alarm was sounding on the implant when the patient was lying in the casket. The relative stated that the patient was just moved into a rehab home and the next morning they called and said the patient had passed away. The home stated that they tried to resuscitate the patient but were not successful. Follow up was conducted at the patient's clinic and no further information was obtained.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).